Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A 1018 mayfield swivel adaptor - retaining ring missing, resulting in swivel sleeve falling away from the main body of device. There was no patient involvement with this complaint.